Event description:
Multiple #45 alarms - red cell pump - at 551 ml wbp, 572ml (whole blood processed) wbp, 668ml wbp and 798ml wbp -- unable to clear alarms therefore decreased wpb target at 798ml and proceeded to buffy coat collection. 1500ml of whole blood should be processed for complete ecp treatments.the patient only received a partial treatment. The cellex instrument that the patient was treated on was serviced afterwards. After biomed serviced the instrument, it was thought that the procedural kit may have caused the alarms. Ecp had several alarm #45 using lot # b332. Shortly afterwards the remaining procedural kits with lot # b332 were returned to therakos for credit. This has greatly decreased these alarms.